Manufacturer narrative:
According to the customer, three gowns included in a later recall were used during a "total knee arthroplasty" procedure on (B)(6) 2026. The customer reported that the patient developed an "infected knee[s] and required a second surgery on (B)(6) 2026." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, three gowns included in a later recall were used during a "total knee arthroplasty" procedure on (B)(6) 2026. The customer reported that the patient developed an "infected knee[s] and required a second surgery on (B)(6) 2026."

Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusion (d). Update to h7: if remedia action initiated, check type. Update to h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number.